Event description:
It was reported that this right ventricular (rv) lead is exhibiting gradually increasing pace impedance measurements. The measurement values were stable in the approximately 600 ohms range and at a previous device data transmission, the measurement value was 923 ohms, which is still within normal specification limits. All other lead measurements were noted to be stable and in range. In addition, there is no noise noted on stored episodes. The healthcare provider (hcp) stated that the patients next device data transmission is scheduled in two weeks. Boston scientific technical services (ts) discussed that the trend was increasing at the time of the last transmission and provided guidance to continue to monitor the issue. Ts stated this is attributable to calcification on the lead and the hcp indicated they understand. Additional information was provided by the hcp that the rv lead pace impedance measurement subsequently reached 2000 ohms, which is high out of range. This triggered a lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. Ts provided guidance to bring the patient into the clinic to reprogram the rv lead back to the bipolar configuration and discussed increasing the rv pace impedance out of range upper alert limit to 2500 ohms or 3000 ohms and continue to monitor. Ts noted the rv lead sensing and threshold measurements are stable and the patient does not receive pacing therapy. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.